Event description:
The patient experienced congestive heart failure and hemolysis secondary to paravalvular leak. During the explant surgery, an intraoperative tee revealed severe mitral regurgitation due to paravalvular leak. There were two areas of dehiscence; one in the posterior annulus which was heavily calcified and the second area was around 10 o'clock. The valve was explanted and replaced with a 25mecj-502. A tee revealed a normal functioning mitral valve without any residual mitral regurgitation.